Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. Batch # 433c72. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45g reload present. The reload was received unfired, with 3 double drivers and 1 single driver missing, making the reload non-functional, the reload pan was noted to be partially dislodged from the right proximal side. In addition, the knife was partially advanced. The knife reverse switch was activated, and the knife returned to home position automatically. Furthermore, the knife wings were noted to be broken off. No functional test was performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 433c72, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. There was no patient consequence reported. No additional information can be provided.